Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). A 6 x 100 x 130 innova stent self expanding was selected for use. During the procedure, when innova was advanced over the wire with the yellow safety lock in place, it was noted that 5 millimeters (mm) of the stent was deployed, and that the partial deployment occurred outside the patient. It was also reported that the package was damaged. The procedure was completed with alternate device. There were no patient complications as a result of this event.